Event description:
Patient self-tester alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio inr: 3.2, strip lot #: 270497. Dates: (B)(6) 2012, inratio inr: 3.2, strip lot#: 270497. Dates: (B)(6) 2012, inratio inr: 4.0, 2.6, and 2.4, strip lot#: 270497. Dates: (B)(6) 2012, inratio inr: 3.7, strip lot#: 270497, lab inr: 5.6. Dates: (B)(6) 2012, inratio inr: 3.0, strip lot#: new lot, lab inr: 2.9. Less than one hour between tests. Lot number of new strip was not provided by patient. Patient's therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.